Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to the verify screen with auditory and vibratory features. All the keypad buttons responded intermittently. The keypad cover was peeling and removal of the cover found contamination under all the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found contamination under the button contacts. This report is made based on results of investigation completed on 09/24/2014.